Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 570 mg/dl. The customer treated with a manual insulin injection. The customer reported not receiving any kind of alarm from the insulin pump even when he did not get any insulin. The customer also reported that insulin was delivered after changing the infusion set of the insulin pump. Troubleshooting was done. The customer reported a bent cannula on the infusion set of the insulin pump. The alarm history of the insulin pump showed that there was a no delivery alarm from the insulin pump. No additional information was provided.